Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a swelling behind the ear. Surgery was performed (date not reported) to determine the cause. A "foreign body" was found to be encapsulated within the swollen area and was removed. The implanted device remains.